Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4¿6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer's husband reported on (B)(6) 2015 his wife's blood glucose and insulin history is as follows: (B)(6). She was throwing up so he took her to the hospital and upon arrival they placed on an IV drip.